Event description:
FDA reported to depuy an MDR regarding a cellect 3 hole needle. It was reported that the tip of the needle broke off when the surgeon tried to aspirate bone marrow. Physician spoke with pt's wife by phone who gave consent to make an iliac crest incision to retrieve the tip as well as doing bone marrow aspiration. The broken tip was removed.